Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. Based on the results of the investigation, it is possible that there was a difference in recognition on device handling or reprocessing steps between olympus' recommendation and the user. The instruction manual identifies the following verbiage associated with reprocessing: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope was reprocessed with 10 milliliters of 10% buffered formalin instead of 70% isopropyl alcohol during hld (high level disinfection). There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.